Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19500. It was reported the patient experienced ineffective stimulation and over-stimulation. The patient has not charged or used the ipg in over six months. The patient does not plan to have the scs system explanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.